Manufacturer narrative:
Pump was received with completely broken reservoir tube lip and cracked battery tube threads. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose level was 147 mg/dl. The customer reported that the reservoir lip was chipped and the lip part of the insulin pump was missing. The reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.